Event description:
Dealer is stating that the wires were exposed on the hand pendant. No other information provided, dealer hung up. No serial number provided by dealer, part number provided by dealer.